Manufacturer narrative:
Facility experienced an event with your ligaclip endoscopic multiple clip applier while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971869. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visua inspections & results: clip in jaws no, damaged jaws no, damagec cutter n/a, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional test & results: antibackup functional n/a, firing: feed conform n/a, firin: form conform n/a, jaws: hold clip n/a, jaws: inside width at tips .175, lockout functional n/a, number of clips fed and formed. Analysis conclusion: based upon the inquiry info recevied and the visual examination, no conclusion could be reaches at to what may have caused the reported incident. The instrument was returned empty and locket out. No testing could be performed as the instrument was returned empty. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the surgeon attempted to clip the cystic artery after using the er320 and had clips "scissor." Surgeon pulled off the scissored clips with an endo-grasper and again attempted to clip artery with same er320 and completed the case without further difficulties. There was no consequence to the patient. (Rep reports it is hospital's policy to decontaminate and sterilize all instruments prior to releasing them to sales rep for product inquiry proceedings.) Instrument was from fdc16 procedure tray.